Manufacturer narrative:
Batch review performed on 25 november 2021. Lot 144582: (B)(4) items manufactured and released on 18-sep-2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event since 2017.

Event description:
The patient came in reporting instability 5 years and 8 months after the primary surgery and the cause of the instability is unknown. The surgeon revised the insert (from 12mm to 20mm) and the surgery was completed successfully.